Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. The cause for the abnormal shutdowns was isolated to an intermittent u500 digital signal processor on the computer/analog board. The root cause for the intermittent u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that monitor sn (B)(4) was undergoing multiple abnormal shutdowns.